Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging the ipg due to not liking tonic therapy mode. As a result, the ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2022 where in the ipg was explanted and replaced to address the issue and try/receive burst therapy mode. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.